Event description:
It was reported that a patient presented remotely via merlin. Net, the right ventricle (rv) was dislodged associated with high threshold. The rv lead was explanted and was replaced with new lead. The patient had no consequences.